Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported the symptom of anaphylactic shock and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of teeth sensitivity, dryness of mouth, numbness, burning sensation, and abrasion in the oral cavity (mouth and tongue), swollen and sore tongue, swollen throat, loss of taste and feeling of anaphylactic shock. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018.